Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a black screen. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had failed to boot due to a faulty drawer controller on the smart half-height drawer 2-1. The field service engineer (fse) was unable to locate the keys needed to open the back panel on the station. However, since the customer had the electronics drawer, the fse disconnected the pyxis bus cables on the communication sled, allowing the station to boot up. Then, the fse found the station failed to boot due to a faulty drawer controller on the smart half-height drawer 2-1. The fse replaced the drawer controller, rebooted the station, tested the drawer using the hardware test application, and verified that all drawers recovered successfully. The system functioned as intended after the field service engineer repaired the device.